Manufacturer narrative:
The cause for the discordant, imprecise sodium (na) results is unknown. Siemens is investigating the issue. MDR 2517506-2017-00881 was filed for the same event.

Event description:
Imprecise sodium results were obtained of two patient samples upon repeat on a dimension exl with lm instrument ((B)(4)). A second rerun, obtained on instrument with serial (B)(4), was performed after a sensor change were considered correct by the customer and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise na results.